Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. It is not possible to determine a conclusive cause for the reported needle-to-cuff miss; however, patient anatomical conditions may have contributed to the reported event. A needle-to-cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique, and or patient anatomy. Failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Information about user technique was not provided. The needle trajectory of every device is checked during manufacturing. Additionally, a sampling of units is destructively tested to verify product quality, to include suture placement. Femoral angiograms of the left and right common femoral arteries revealed heavy calcification in both vessels. There was no reported vessel tortuosity or access site/groin scarring; coronary artery disease and peripheral vascular disease were also noted. The proglide instructions for use, indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. This may have been a contributing factor to this event, but cannot be confirmed. A review of the database was not performed because the device lot number was not reported. A query of the complaint handling database was not performed because the device lot number was not reported. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded and the lot number was not provided. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The additional five proglide devices are being filed under separate manufacturer report numbers.

Event description:
It was reported that prior to endovascular aneurysm repair procedure, pre-close placement of the sutures in heavily calcified left and right common femoral arteries (cfa) was attempted using perclose proglide devices. Reportedly, during suture deployment in the rcfa, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the needle. The device was removed over a guide wire and four additional proglide devices were attempted, but also resulted in needle-to-cuff misses. Two additional proglide devices were successfully deployed and used to achieve hemostasis of the rcfa. During arteriotomy closure of the lcfa, a needle-to-cuff miss also occurred; however, another proglide device was successfully deployed and used to achieve hemostasis of the lcfa. The physician was reported to be trained in the use of the proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.